Event description:
It was reported that vessel perforation and tip detachment occurred. The target lesion was located in the ramus artery. A luge 300cm j guidewire was used to access the target lesion. Multiple balloon inflation were performed before the stent was deployed. However, when the wire was removed, the distal tip of the wire remained in the patient and a small perforation was noted. No effusion was seen and the patient did well post procedure.